Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose and blood glucose readings were off. Customer's sensor reading was 44 and her blood glucose was 104 mg/dl. Customer stated that she is getting multiple threshold suspend alarms due to her low sensor readings. Customer's current sensor glucose value is 40 and her current blood glucose level is 88 mg/dl. Difference between readings was not within an acceptable range. Customer was advised that sleeping on the sensor may cause the sensor to piston in and out of the body. Customer was advised that a replacement sensor will be sent as a courtesy.